Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual denotes detection methods associated with the event in "gif/cf/pcf-190 series operation manual: chapter 3: preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual: chapter 5: reprocessing the endoscope". It is possible that the foreign material was not removed during reprocessing due to air leakage from the right and left control knob. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found the nozzle clogged with a foreign material. In addition to the reportable malfunction, the following were found: due to damage on the upward/downward and right/left angulation control knobs, water tightness was lost; the air/water cylinder and the suction cylinder had no color; due to clogging of the nozzle, the water supply volume did not meet the standard value; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; the light guide lens had a crack; the connecting tube had coating peeling; the universal cord and the plug unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the nozzle was found to be clogged with foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.